Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is reported to be available for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 5.06.00. Evaluation summary: the reported condition of a colleague infusion pump with a battery depleted alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted batteries resulting from use/user error. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During review of the event history by baxter, a battery depleted alarm was found to have interrupted therapy on (B)(6) 2010. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The user interface module master software version for this device is unknown at this time.